Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient failed to show up. A technical support specialist (tss) remoted into the station, and the patient did not appear. The tss logged into pyxis enterprise server (pes) and confirmed the patient status was admitted. The tss checked the device settings and found that admission inactivity days was set to 3 days, and the last transaction date for the patient. The customer was advised regarding the admission inactivity setting, and since the patient had already been discharged. The customer granted permission to close the case. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a patient failed to cross over to one station. The patient was visible in the pharmacy system but was not displayed on the affected station, despite having been available the previous day. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.